Manufacturer narrative:
(B)(6). Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximally of the proximal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the greater than 50% stenosed vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, when the balloon was withdrawn from the patient and pressurized, it was noted that the balloon was leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified vessel in the arm. Additionally, there were no physical damage noted to the balloon.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the greater than 50% stenosed vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, when the balloon was withdrawn from the patient and pressurized, it was noted that the balloon was leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified vessel in the arm. Additionally, there were no physical damage noted to the balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the greater than 50% stenosed vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, when the balloon was withdrawn from the patient and pressurized, it was noted that the balloon was leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event.